Event description:
It was further reported that vascular access was obtained via the femoral artery. The 95% stenosed target lesion was located in the moderately tortuous right coronary artery. The 15mm x 2.00mm emerge balloon was inflated twice. The first inflation was at 16 atmospheres and ruptured on the second inflation 16 atmospheres. The device was removed intact. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. A 15mm x 2.00mm emerge balloon catheter was used and advanced to the unspecified target lesion. The balloon was inflated twice. Upon the second inflation, the balloon ruptured at an unknown atmosphere. The procedure was completed using a different device. The patient's status was satisfactory.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).